Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure the guide wire could not be passed through the catheter. See attached video. A new catheter was used to complete the procedure. No patient complications occurred. The device is not expected to return for analysis as it was discarded.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of guidewire stuck. The device was not received for analysis; therefore, a technical analysis of the complaint device could not be completed. A video was reviewed by a boston scientific quality engineer. The video confirmed that it was possible to observe that the guidewire stuck. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. However, a video was reviewed by a boston scientific quality engineer. The video confirmed that it was possible to observe that the guidewire stuck. The review of the media confirmed the reported allegation. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the farawave risk documentation was completed and confirmed that the event of guidewire stuck was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem, as the device was not returned for analysis. However, a video was provided where it is possible to observe the guidewire stuck. Even though media inspection confirmed the allegations, the product was not returned for analysis to identify any anomaly with the device; therefore, the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during the farawave procedure the guide wire could not be passed through the catheter. See attached video. A new catheter was used to complete the procedure. No patient complications occurred. The device is not expected to return for analysis as it was discarded.